Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Cartridge pan. Eval summary: the analysis results that one ec60 device was returned with no visual non-conformances and with no reload present. After further analysis a cartridge reload pan was found inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an emergency procedure the device malfunctioned. It is unk how the case was completed. There was no pt consequence.